Manufacturer narrative:
Initial reporter facility: (B)(6) hospital. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a broken catheter that leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima-ii closed IV catheter system had a broken catheter that leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
The batch record for lot#8079097 was reviewed, no related abnormalities were found during the manufacturing process, additionally a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, leakage testing determined that the origin of the issue was a small crack in the swage area of the catheter adapter. The failure mode is related to the manufacturing process, the most likely root cause is misalignment during the swage of the luer component, resulting an uncompleted component and ultimately leakage. The appropriate corrective actions have been put in place to mitigate the reoccurrence of this issue, and the appropriate personnel have been notified of the issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had a broken catheter that leaked. No serious injury or medical intervention was reported.